Event description:
It was reported that prior to an unknown procedure, when attaching the handpiece to the disposable, the contact ring of the disposable was bent, meaning that the device would not pass the test. The blades of two other devices were snapped off. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the hand activations contacts bent and with the blade tip intact and not broken off as reported by the customer. The device was connected to a test handpiece with difficulty. During mechanical testing, the rotation knob did not rotate freely. The device was then functionally tested on the gen11 and no alert screens were displayed. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display alert screens or activation issues. To avoid damaging the contacts, it is recommended to assemble the device vertically. Hand switch contacts damaged due to tilted handpiece hitting contact top surface during assembly. When the ha contacts are damaged, it is possible to fail pre-run test, resulting in an alert screen. This was seen during our testing.